Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 1st distal stent strut. No deformation was evident to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire lumen with no issues noted. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. Correction to reg reports 243699727 and 244593344. (Patient identifier): (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The resolute onyx 3.0 x 38mm was implanted, without deformation. The 3.5 x 26mm stent was slightly flared. A 0.014 inch wire was used. No difficulties were noted when loading the device onto the guidewire. The guidewire was cleaned prior to re-insertion into the vessel. The guidewire was used as normal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Strong resistance was noted around the guidewire exit port of a non medtronic guide extension catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 3.5 x 26 mm resolute onyx rx coronary, drug eluting stent to treat a moderately calcified lesion. The device was inspected with no issues noted. The lesion was pre-dilated using a euphora balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that an onyx 3.0 x 38 mm was implanted. An overlapping implantation was attempted to be performed proximally. Strong resistance was noted around the exit port of the non medtronic guide wire. It was reported that delivery of the 3.5 x 26 mm stent failed and stent deformation occurred in vivo during positioning. The procedure was performed using another onyx stent of the same size. The patient is alive with no injury.